Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode and ventricular episode. Technical services (ts) reviewed and noted that the noisy signals were a result of a medical procedure. It was sated that impedances measurements were normal. This device remains in service. No adverse patient effects were reported.